Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume infusor was defective. The defect was not further specified; however, it was discovered during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from july 19, 2019 - july 23, 2019. H10: the actual device was evaluated. A visual inspection was performed using the naked eye which found a pinch located on a segment of the tube set. The reported condition was verified. The cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.